Manufacturer narrative:
H6: investigation summary one sample (model #2000e) was returned by the customer. It was reported that it is difficult to push fluids through this item. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2000e lot number 20115598 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review could not be performed on model 2000e with the unknown lot number. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10

Event description:
It was reported that 2 ll vlv adpt(stand alone) experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 2000e. Batch no: 20115598, unknown . Customer is having more problems with material 2000e. They are having difficulty with the connector not allowing fluids to be pushed or pulled through. Customer would like to be contacted by the clinical team since this is a very frequent issue. They are wanting the remainder of this product to be replaced with material: mz1000-07, which has worked perfectly for them in the past. The customer had product failures, one with lot 20115598 and one failure with the unknown lot #.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115598. Medical device expiration date: 2023-11-05. Device manufacture date: 2020-11-03. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 ll vlv adpt(stand alone) experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 2000e. Batch no: 20115598, unknown. Customer is having more problems with material 2000e. They are having difficulty with the connector not allowing fluids to be pushed or pulled through. Customer would like to be contacted by the clinical team since this is a very frequent issue. They are wanting the remainder of this product to be replaced with material: mz1000-07, which has worked perfectly for them in the past. The customer had product failures, one with lot 20115598 and one failure with the unknown lot #.